Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure the message "no x-ray, try again." Was displayed for plane a of a biplane system. Plane b was not affected. As the issue persisted at plane a, the procedure was continued and finished using an alternative system. An onsite service intervention and log-file analysis revealed that the "copra" circuit board showed an error which was resolved by reseating the effected circuit board. The problem did not occur again afterwards. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported receiving an intermittent message stating "no x-ray. Try again.". The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.